Manufacturer narrative:
No ge service was performed. No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported the system displayed a communication error. No pt injury was reported.